Event description:
It was reported that, when the user attempted to ligate a clip during a surgery, it got broken. According to the user, he/she felt something different when squeezing the handle. Therefore, a new cartridge was opened instead. A broken piece of the clip fell in the patient, but it was withdrawn; nothing remained in the patient. However, the piece was lost at the hospital.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 544250 hemolok xl clips 6/cart 84/box for investigation. Only one broken clip was returned loose. The loose clip was visually examined with and without magnification. Visual examination revealed that the clip was broken on the hook side leg. The clip did not appear to be broken at the gate. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage to the broken clip is consistent with improper applier interaction. Improper applier interaction during ligation can cause the clip to break at the leg. It is possible that the end user was using misaligned or damaged appliers, however this could not be confirmed since the appliers were not returned. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection could not be performed due to the condition of the returned sample. Additional testing was not required as a part of this complaint investigation. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73l1900215 was manufactured on 11/11/2019 a total of (B)(4) pieces. Lot was released on 11/28/2019. DHR investigation did not show issues related to complaint. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - leg" was confirmed based upon the sample received. One broken clip was returned loose and the clip was broken on the hook side leg. R & d was consulted for this complaint and it was determined that the observed damage to the broken clip is consistent with improper applier interaction. Improper applier interaction during ligation can cause the clip to break at the leg. It is possible that the end user was using misaligned or damaged appliers. It is unknown how the returned clip was handled during use. The appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that, when the user attempted to ligate a clip during a surgery, it got broken. According to the user, he/she felt something different when squeezing the handle. Therefore, a new cartridge was opened instead. A broken piece of the clip fell in the patient, but it was withdrawn; nothing remained in the patient. However, the piece was lost at the hospital.